Event description:
It was reported that a patient disconnected from the device and had walked from his room 238 to room 225 which he was found without monitoring. It was noted that no alarms were produced for this event. There was patient involvement and no harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
The following functional tests were performed: an investigation determined that at the time the spo2 sensor was disconnected (23:34), there was a technical alarm (inop) "spo2 sensor off" announced at the bedside monitor and at the central station. This inop can be seen on the strip; however, the central station version at the customer site does not log this kind of inop. Therefore, it is not seen in the audit log. At 00:02, the pressure measurement was not able to provide values anymore. The central station version at the customer site does not log pressure inops. Therefore, the pressure is not seen in the audit log. Since neither the pictures of the monitor¿s alarm review window nor recording strips including the pressure after 00:02 were provided, it cannot be determined if there was any pressure alarm announced by the bedside monitor. Also, the loudness of the audible alarms cannot be determined at the time of the event, because the alarm volume can be changed at any time in monitoring mode. Based on the information available and the testing conducted, the device was functioning as intended and there was no malfunction of the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.